Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the jelly pouch was empty.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the returned jelly packet had tear on it, which could have caused the jelly to be empty. However, traces of jelly liquid can be seen inside the jelly packet and also the leaflet. Therefore, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be a defective component supplied by supplier or vendor/ user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the jelly pouch was empty.